Event description:
It was reported by sales representative that allegedly metal shavings came off when they used aggressive plus cutters. The blade was changed, but same occurred. The shaver was replaced with an older model and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation is complete.